Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a malpositioned acetabular cup, femoral osteolysis, fluid, iiiopsoas bursitis and poly wear were noted in the right hip. The fluid measured 16.5 x 28.6 x 7.3 mm. Additionally, acetabular osteolysis, iiiopsoas bursitis and poly wear were noted in the left hip during post operative monitoring. These findings were found due to follow up testing. Patient further reported soreness, pain and limping. There has been no reported revision procedures to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6)clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a malpositioned acetabular cup, femoral osteolysis, fluid, iliopsoas bursitis and poly wear were noted in the right hip. The fluid measured 16.5 x 28.6 x 7.3 mm. Additionally, acetabular osteolysis, iliopsoas bursitis and poly wear were noted in the left hip during post operative monitoring. These findings were found due to follow up testing. Patient further reported soreness and pain. There has been no reported revision procedures to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 3 of 6 mdrs filed for the same event (B)(4).